Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. At around 10:05 am, the patient underwent surgery due to "mandibular pigmented mole". During the surgery, the assistant nurse took out the intact suture from the outer packaging. When the surgeon sewed the wound for the patient according to the normal operation procedure, the problem of pulling off suture needle happened. Immediately replaced it with another suture of the same brand, specification, model, and batch. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint #(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - did the reported issue contribute to any patient adverse consequences? --no. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.